Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analyzer was analyzed and no anomalies were found.

Event description:
It was reported that the analyzer had noise on the electrograms and that it intermittently failed to measure intrinsic sensed signals. The analyzer was returned for service. The return paperwork indicated that there was no patient involvement with this event.